Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty electro-pneumatic proportional valve the tube blockage alarm does not sound. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insufflation unit didn't sound alarm for tube blockage. The issue occurred during service / maintenance when the device was not in clinical use. There was no patient involvement.